Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a post implant check, ventricular signals were being sensed on the atrial lead. A chest x-ray showed that the lead had moved since implant. On (B)(6) 2104, the lead was repositioned. The patient was stable throughout the procedure.